Event description:
Meter name: fasttake. Strip name: fasttake. Meter code: unknown, strip code: unknown. Strip storage: unknown. Symptoms: none. A pt reported they were unable to test on their meter. Their meter allegedly had intermittent power. There was no result on their meter. There were no other tests or comparisons. Not treated. No further info has been reported.